Manufacturer narrative:
As received, a complete lead was returned in one piece with the stylet stuck inside the lead. The cause of the reported event of stylet could not be removed was isolated to bunching of the stripped stylet, ptfe coating and inner coil. Based on this information, abbott is performing further investigation. The cause of the reported event of lead damaged was isolated to procedural damage. Visual inspection of the lead did not find any lead fracture.

Event description:
During implant procedure, the stylet was unable to be extracted from the left ventricular (lv) lead and the stylet was damaged during the attempt to extract. A forceps was used in order to remove the lead and the lead was damaged. A new lead was implanted and the patient was in stable condition.